Event description:
It has been reported the device is not functioning as expected.

Manufacturer narrative:
This case was determined to be a duplicate of (B)(4) which was not a reportable device issue. The device was not available for investigation